Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump stoppage while on power module. Patient was disconnected from the power module and was connected to battery and pump was restarted. Patient was immediately symptomatic. Patient stated that they were always on batteries at home and never used the power module. The log file captured pump stops on (B)(6) 2019. Noted the patient was on battery power on all dates prior to this. The pump stops appear to be caused by a percutaneous lead short to shield. The patient has not reported any further issues since the drive line has been repaired on (B)(6) 2019. An ap view of the abdomen was obtained. The drive line appeared intact, contiguous without fracture, kink or other discontinuity from the level of the generator to the level of the pump. No further or additional information was provided.

Manufacturer narrative:
Section b6, b7: additional information. Section d4: additional information. Section f8,12,13: correction (user facility report: (B)(4) was received 11dec2019). Section h3, h4: additional information. Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported pump stop event captured in the submitted log file. A distal end driveline replacement was performed on (B)(6) 2019 and approximately 22¿ of the external portion/distal end of the driveline was returned for evaluation. Rescue tape was observed 2¿ through 4¿ from the controller connector. An electrical continuity test of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. Upon removal of the rescue tape, damage to the silicone jacket was observed 3¿ from the controller connector. The clear bionate was discolored, but otherwise appeared unremarkable. Shield breakdown was observed throughout the length of the driveline. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors that would have contributed to the reported event. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. No further information was provided. The manufacturer is closing the file on this event.